Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed with a non-medtronic balloon. Prior to the insertion of the valve, a transesophageal echocardiogram (tee) was performed. Subsequently, tissue swelling was observed. Aortic regurgitation increased, and the patient¿s blood pressure decreased. It was thought that the calcification of the non-coronary cusp (ncc) had been pushed by the balloon, rupturing the vessel, and allowing blood to flow in. The valve was implanted in the patient, and the patient¿s blood pressure remained around 50 millimeters of mercury (mmhg) diastolic. A heparin antagonist medication was administered. Approximately 20 minutes later, it was confirmed by angiography that hemostasis was controlled. The patient was intubated and left the room. A computed tomography (CT) scan was performed. Subsequently, evidence of pericardial effusion and compression of the right ventricle were observed. It was noted that there was not enough fluid built up to consider drainage treatment. Additionally, it was reported that if hemostasis was achieved, the patie nt would be followed up on. If hemostasis was not achieved, unspecified additional procedures would be considered. No further treatment was provided. No additional adverse patient effects were reported. Additional information was received that after the valve was implanted, the mild aortic regurgitation resolved, and the patient¿s blood pressure stabilized. Following the implant procedure, no additional treatment was performed. The patient was extubated, went to rehabilitation, and was able to get back to normal life. Per the physician, it was unknown what caused the pericardial effusion, but the dcs and valve did not cause or contribute to the effusion. Per the physician, the cause of the hypotension was due to the temporary aortic regurgitation after the bav. Additionally, it was reported that the dcs and valve did not cause or contribute to the hypotension. Additional information was received that four days following the valve implant, the patient was extubated. Upon awakening, the patient experienced muscle weakness in the left upper and lower extremities. A CT scan was performed and revealed a cerebral infarction. Subsequently, the patient underwent rehabilitation and was transferred 16 days later.

Manufacturer narrative:
Updated data: b5. Third paragraph added h6. Patient and device codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that after the valve was implanted, the mild aortic regurgitation resolved, and the patient¿s blood pressure stabilized. Following the implant procedure, no additional treatment was performed. The patient was extubated, went to rehabilitation, and was able to get back to normal life. Per the physician, it was unknown what caused the pericardial effusion, but the dcs and valve did not cause or contribute to the effusion. Per the physician, the cause of the hypotension was due to the temporary aortic regurgitation after the bav. Additionally, it was reported that the dcs and valve did not cause or contribute to the hypotension.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed with a non-medtronic balloon. Prior to the insertion of the valve, a transesophageal echocardiogram (tee) was performed. Subsequently, tissue swelling was observed. Aortic regurgitation increased, and the patient¿s blood pressure decreased. It was thought that the calcification of the non-coronary cusp (ncc) had been pushed by the balloon, rupturing the vessel, and allowing blood to flow in. The valve was implanted in the patient, and the patient¿s blood pressure remained around 50 millimeters of mercury (mmhg) diastolic. A heparin antagonist medication was administered. Approximately 20 minutes later, it was confirmed by angiography that hemostasis was controlled. The patient was intubated and left the room. A computed tomography (CT) scan was performed. Subsequently, evidence of pericardial effusion and compression of the right ventricle were observed. It was noted that there was not enough fluid built up to consider drainage treatment. Additionally, it was reported that if hemostasis was achieved, the patie nt would be followed up on. If hemostasis was not achieved, unspecified additional procedures would be considered. No further treatment was provided. No additional adverse patient effects were reported.